Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter was reading inaccurately low. The pt had received a result of 258 mg/dl on the subject meter and was comparing it to an accuchek meter result of 357 mg/dl. The comparison indicates possible inaccuracy but does not reasonably suggest a malfunction. The pt was experiencing seizure like symptoms at the time of testing and she passed out. She was taken to the hosp and "had to raise it (blood glucose level) using some meds because it was too low". However, the hosp meter result is not provided and there is no further info regarding the hosp visit or the events leading to it. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt's control solution was expired and, therefore, a qc check could not be performed. The pt had received a high result on the meter (alleged that it was low compared to her accucheck meter). Although the events leading to the pt passing out are not provided, this complaint is reported as an adverse event. It appears that the pt was treated for low blood glucose at the hosp. A replacement meter, control solution, and test strips were sent to the lay user/pt.